Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Troubleshooting of the issue resulted in the usm 4 being replaced. The system was tested and verified as ready for use. Isi has not yet received the da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during system setup, the da vinci was presenting error 32056 on universal surgical manipulator (ums) 4. Based on a review of the logs, the technical services engineer (tse) identified that the error was related to an encoder with the arm, and that most likely the issue would persist even if the error was recovered. A procedure was scheduled for later in the day, but the nurse did not know if the surgeon could perform the surgery with only three arms. The customer reported event has no report of patient injury as it was identified during system setup.